Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the clik anchor site. X-ray showed that the clik anchor was close to the spinous process. The patient underwent a revision procedure wherein the clik anchor was moved. The patient was doing well postoperatively. The device remained implanted.